Event description:
It was reported that the device exhibited post-paced t wave oversensing during ventricular threshold tests. No patient symptoms were reported. Programming change was made and the patient will continue with regular follow-up.